Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: =275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. When the absorbable suture was used to suture the incision of the uterus, the suture broke when the doctor pulled the needle, resulting in blood seepage at the site where it was sewed, so the product was replaced immediately and sutured again, and continued observation was given. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: it was reported that 9:00 when the absorbable suture was used to suture the incision of the uterus, the suture broke when the doctor pulled the needle, resulting in blood seepage at the site where it was sewed, so the product was replaced immediately and sutured again(vcpb945h, unk lot), but the suture breakage again, it was showed hemorrhage at the needle eye of uterine incision, then the surgeon immediately gave compression for hemostasis, and replaced a new suture again\to continue suturing, and the subsequent surgery went smoothly. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Related reports: 2210968-2022-05270 & 2210968-2022-03199.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/07/2022 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The operator sewed the uterine incision with suture in a continuous suture manner (with specific suture tissue level unknown). During the suture process, the suture was broken, and oozing occurred from the needle eye of the patient's uterine incision. The surgeon immediately gave compression for hemostasis, and replaced a new suture (with specific product information unknown) to continue the suturing, the subsequent surgery went smoothly. No adverse patient consequences were reported.